Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 200 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and site bleeding after removal, patient's mother reported the pink slide did not move forward; this indicates a needle mechanism failure occurred. Ketones were also tested and results were negative. As treatment, patient drank water.